Manufacturer narrative:
The fse was able to confirm the reported failure. The 3.1 g power supply was replaced and the unit functioned per specifications. The power supply has been returned for internal failure investigation.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device would not switch on. No patient involvement.

Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair and patient information. To date no further details have been received. The service history record was reviewed and no repair information was found.